Manufacturer narrative:
The pump was found to be operating inside the specification. The possible root cause cannot be determined, as the information about the patient's setup was not available. The pump was received without a battery door, so it is hard to identify the issue without the battery door for the "replacement battery door" complaint.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Building service coordinator reported no downstream alarm. A replacement battery door was also requested. Medication being infused was unknown. No patient injury reported.